Event description:
It was reported that the right atrial lead was extracted at the time of device changeout due to high thresholds. It was further reported that the right ventricular lead was scarred to the right atrial lead, so the right ventricular lead was also extracted. A new system was implanted. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however all conductors distorted, all insulators breached cut, apparent explant damage, and blood noted on proximal conductor; full lead in segments returned and analyzed. (B)(4): no anomalies found, however all conductors distorted, proximal conductor cut, outer insulation melted, all insulators torn, inner insulation breached cut, apparent explant damage, and blood noted on all conductors; partial lead in segments returned and analyzed.